Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a cracked opening and crease flat. Leak test was performed and found a cracked opening on diaphragm valve. A microscopic analysis was performed which identified an cracked opening and a striated edge opening on the anterior side. Based on the device analysis the final assessment was cracked opening on diaphragm valve due to cracked valve seat diaphragm valve, and a striated edge opening on anterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.